Event description:
Following dual chamber pacemaker placement, patient coded and expired. It is documented that there were no pacemaker spikes during the code. While the patient was critically ill, it is noteworthy that the device implanted in the patient ended up being recalled by the manufacturer. The pacemaker is a boston scientific accolade MRI dr, model l311, serial # (B)(6). - right atrial lead is a boston scientific ingevity + MRI, model 7840¿45, serial # (B)(6) - the right ventricular lead is a boston scientific ingevity + MRI, model 7841¿52, serial # (B)(6). The pacemaker was programmed in the dddr mode with a lower rate of 60 and an upper rate of 120 bpm. Gtin (B)(4). Reference reports: mw5164075, mw5164076.